Manufacturer narrative:
Please note that this product is not distributed in the united states. However, it is similar to the us distributed. It is also not available for testing and evaluation. Add'l info received will be submitted within 30 days upon receipt. This is one of two products associated with the same event that were submitted under the following manufacturing report numbers 9616099-2007-00697 and 9616099-2007-00698.

Event description:
Twenty-two months after percutaneous coronary intervention (pci) with two cypher stents, this pt's pre-existing prostate cancer condition, worsened. The pt developed pneumonia and subsequently expired. An autopsy was not performed. As reported by the post-market surveillance (pms) study, this pt presented to the cardiac catherization unit for emergent treatment due to an acute inferior infarction and 1-vessel disease was found. Pci was performed on a totally occluded lesion in the proximal right coronary artery (rca) of 37.2mm in length in a 2.74mm vessel diameter. The (type c) eccentric lesion was diffused but not calcified or tortuous. The femoral approach was chosen for the procedure. Pre dilation was conducted with a 2.5x20mm balloon at 10 atmospheres (atm) before deploying a 2.5x23mm cypher stent was deployed at 10 atm and a 2.5x18mm cypher stent at 20 atm without a gap. It is unk which stent was proximally implanted. Post-dilation was not conducted. Timi flow before the procedure was 0 and 3 after the procedure. The residual diameter stenosis measured 23.8%. Ivus was not conducted. Intra-procedure medications included heparin 10000 units/day. Post-procedure medications included isosorbide dinitrate 5mg/day and isosorbide mononitrate 40 mg/day.